Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an unusually high hemolytic effect of the device leading to significant increases in creatinine levels. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. In the case, there was an unusually high hemolytic effect of the device leading to significant increases in creatinine levels. This may have led to acute renal failure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was renal failure.